Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm. The pump powered on properly with no alarms. Rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no call service alarms were duplicated. Unrelated to the original complaint, evidence of moisture corrosion was found on the motor flex connector, and on the transceiver board. Additionally, the battery compartment was cracked above and below the grip pad. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.